Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box and alarm history revealed multiple ¿loss of prime¿ warnings due to non-zero force. The pump was exercised for 24 hours with no ¿loss of prime warnings¿ or duplicated alarms. The force sensor calibration was not within specifications. The pump was opened and the force sensor resistance did not measure within specifications.